Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report the onxmc 25/33, serial number: (B)(4) was implanted in the mitral position on (B)(6) 2015. Then on (B)(6) 2019 this valve was explanted and replaced with onxm 25 into the mitral position. Additional information received indicated that the onxmc 25/33 was explanted on (B)(6) 2019 due to endocarditis.

Manufacturer narrative:
A 59.16 year old female patient implanted with onxmc-25/33, sn (B)(6) on (B)(6) 2015 required explant on (B)(6) 2019 due to endocarditis and subsequent replacement via onxm-25. Medical records were not provided. Explant approximately 4 years postop was required for prosthetic valve endocarditis. A definitive root cause for the prosthetic valve endocarditis cannot be made based on the limited available information. Regardless, the instructions for use lists endocarditis as a possible complication of mechanical heart valve replacement and includes the possibility of reoperation and/or explantation, death [IFU]. Historically, endocarditis occurs at a rate of (B)(4)patient-year for rigid heart valves [iso 5840:2005]. A definitive root cause for the prosthetic valve endocarditis cannot be made based on the available information. Infection resulting from the on-x valve is unlikely as it is terminally sterilized prior to distribution. The manufacturing records for onxmc-25/33, sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. The risk management file thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product¿s labeling and IFU. No action necessary. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.